Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the auto mode was active on the insulin pump during the low blood glucose level event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call issue with the transmitter connection. The customer¿s blood glucose was 53 mg/dl at the time of incident. Customer also reported a low blood glucose of 53 mg/dl and treated with food. Customer declined low blood glucose troubleshooting. Customer got a replacement transmitter. Customer did not report if the auto mode feature was active and automatically adjusting insulin delivery at the time of low blood glucose event. The insulin pump is not expected to return for analysis.